Manufacturer narrative:
The manufacturer previously reported receiving information alleging a service required alarm occurred related to "circuit disconnect" and the customer's complaint was confirmed. The device failed a test step during testing and the sensor board needed replaced to address the issue. It was reported a service required code was observed and the oxygen blending module board needed replaced to address the issue. The oxygen blending module board needs replaced to do a test step failure, not a service required code.

Event description:
The manufacturer received information alleging a service required alarm occurred related to "circuit disconnect". There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a test step during testing and the device's sensor board needs replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board needs replaced to address the issue.